Event description:
A complete se peripheral stent was used to treat the a thrombosis event one day post the index procedure. Approximately 12 months post index procedure, the patient experienced reocclusion of the right sfa. The investigator assessed that the event was not related to the procedure and probably related to the study device. Deb and lysis were carried out as treatment. The outcome was reported as recovered. Approximately 13 months post index procedure the patient experienced occlusion of the right a. Popliteal (which was treated with a deb and lysis. Investigator assessed that the event was not related to the procedure or to the study device. The outcome was reported as recovered

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).